Manufacturer narrative:
Concomitant medical products: 310c29 mitral valve, implanted (B)(6) 2014. Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.